Manufacturer narrative:
B5 updated with additional information. H6 medical device problem code a1102 was added based on the additional information.

Event description:
It was reported console error. Alarm self resolved. They already have a spare console in the room and plan to exchange console if error returns. All connections rechecked. No other alarms present. Patient stable and all settings within normal limits. No other info available at this time. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the console exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller failed to detect the purge disc. It is unclear how the issue was resolved. The patient was in stable condition and impella support continues.